Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed. The dimensional verification found the lens in specification but refractive (functional) verification failed. H6: device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for a same length but different model/diopter lens and the problem was resolved. The cause of the event was unknown.